Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (haemorrhage). Evaluation, conclusions: inherent risk of procedure ¿ (haemorrhage). (B)(4).

Event description:
During the index procedure the patient had one endeavor sprint drug eluting stent implanted in the rca. Approx 9 months post the index procedure, the patient had a tooth extraction and noted a small amount of bleeding. On the same day the patient reported some rectal bleeding. No treatment was given.